Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: d8, d9, g3, g6, h2, h3, h4, h6 and h10. The device was returned to the service center for evaluation. The reported issue of "it doesn't read a live image with the scope" was confirmed; using 180 series test scopes and the cause of issue is due to a defective board (dr). Additionally, there is no image in the mask, the device has bad scope socket/receptacle board as it does not hold the scope connector properly. The device was repaired and returned to the customer. A review of the repair records indicated the referenced device had no repair history in the past year. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. The potential cause of the (1) the scope does not display a live image when connected to the cv-190 system due to dr board failure and (2) the wear of scope socket are due to the following: (1) the device is a product before countermeasures due to a change in the operational amplifier circuit design of the dr board, and it is likely that it was caused by the failure of the operational amplifier. (2) since it has been more than 6 and a half years since the manufacturing of the device, it is estimated that the socket has worn out due to age-deterioration. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced video system will not be returned as the biomed technician at the user facility further reported that there is an issue with the endoscope and not the cv-190 system. The endoscope will be returned for service. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the customer reported that a180 series type endoscope does not show a live image when connected to the evis exera iii video system center. No patient injury or harm was reported.